Manufacturer narrative:
The patient experienced the ruptured minicap on an unknown date sometime after (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a ruptured minicap. The cause of the ruptured minicap was not reported. It was not reported if the patient used the ruptured minicap for pd therapy (no further detail). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.